Event description:
The team that started the case counted and did not noticed that there was an extra needle in the pack vicryl 1 CT-1 pop offs. The extra needle was without the strand and it was sitting on top of the needle with the strand. The scrub tech noted the extraordinary case when he was loading the needle from the pack to give to the surgeon to start the closure of the wound.